Event description:
Have had about three ekgs in emergency. Breast implants may be the cause. No reason found for heart palpitations. Was on a heart monitor an entire month. Also have shortness of breath, hair thinning, memory issues, raynauds, migraines, extreme digestive disorders and more. How was it taken or used ? Intramuscular. Date the person stopped taking or using the product: (B)(6) 2019. Why was the person using the product? Cosmetic enhancement. Lot number 213669.